Event description:
The customer reported that there was no audio alarm when the power switch was turned on and off. The company customer support engineer (cse) verified that the audio alarm would not activate when power was applied to the device. The cse inspected the device and tightened the electrical connections to the power switch. The unit passed extended self testing. This report is not an admission by company that this device caused or contributed to the event in this report.